Event description:
It was reported after no more than three (3) days of use, the patient developed blisters under the adhesive, nonwoven portion of the drainage device. When the drainage device was removed, the blisters "broke" open. Treatment was reportedly provided to the patient, however, details regarding the type or length of the patient's treatment were not provided.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. No additional event or patient information has been provided to date. Should additional information become available, a follow-up report will be submitted.